Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with proglide devices via 6fr sheath were attempted at a venous access site, using the preclose technique prior to an atrial fibrillation ablation procedure. Reportedly, the first proglide device was successfully placed with no issues. Four additional proglide devices were attempted; however, had low blood flow from the marker lumen. An additional proglide device was successfully placed. The sheath was upsized to 18fr and the ablation procedure was completed. Hemostasis was achieved at the venous access site using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the final medwatch report, the following additional information was received via medsun mandatory and voluntary report form. Uf/importer report #(B)(4). Describe the event or problem: attempted deployment of three separate perclose devices, not yielding blood return as anticipated, company representative contacted, advised to proceed, however doctor was uncomfortable with using device, removed from the body, patient unharmed, remained in stable condition, no medical follow up necessary due to equipment. Perclose proglide suture medicated closure system. Doctor unable to deploy the perclose device; no harm to patient. Reps will be available to show doctor proper technique along with staff in the use of perclose. Lot #8020741; manufacturer: abbott.

Manufacturer narrative:
Internal file number - (B)(4).